Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform (sf) 45 curved tip stapler instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using green sf 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with full range of motion in all directions. Review of logs were unable to verify any failures. The instrument was fully functional. Further evaluation of the sf 45 curved tip stapler instrument found to have the snake wrist cover torn. The tears measured roughly 0.399". A visual inspection indicated that a fragment may have detached from the instrument; however, the size of the missing piece(s) could not be confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer closed the sureform 45 curved tip stapler instrument on tissue and when the surgeon went to fire the stapler, the stapler opened and then would not move again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the jaws opened when the surgeon activated the stapler which was the main malfunction. The jaws were not stuck on tissue. No adverse effects to tissue and no unexpected tissue removal. No bleeding when the issue occurred.